Event description:
It was reported that during a laparoscopic cholecystectomy, there were opening issues with the device. It became stuck on the cystic duct and it took a couple of attempts to remove it from the tissue. Used another device to complete the case with no pt consequence.